Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leaflet grasping - clip not implanted, difficulty to remove and visualization appears to be related to user technique/procedural circumstances. Lastly, the reported tissue damage resulting in mitral regurgitation appears to be due to the reported difficult to remove. The reported patient effect of mitral valve injury (tissue damage), mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the device due to interactions with the chordae resulting in damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Due to poor imaging and a low transseptal puncture height, both the leaflets could not be grasped. During retraction of the clip delivery system (cds), it became caught in the chordae. The cds was able to be freed however a new flail was noted on the posterior leaflet and the mr increased to 4. The procedure was aborted. No additional information was provided.